Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: g3 was omitted from previous report, should have been reported as 02 dec 2020.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19579; related manufacturer reference number: 2017865-2020-19584. It was reported that the patient presented for follow up with a pocket infection. The implantable cardioverter defibrillator and two right ventricular leads were explanted. It was noted that low voltage right ventricular lead was previously capped and replaced on (B)(6) 2020 for an unknown reason. The patient was in stable condition.